Event description:
It was reported the patient received the following results within 10 minutes on three different nano meters; all reading were taken using strips from the same exact vial: 525 mg/dl, 203 mg/dl and 168mg/dl.